Event description:
Reader position no telemetry with mycarelink. Details: patient was trying to set up his monitor. Troubleshooting: adjust reader position, power cycled monitor, used a dry washcloth between reader and implant, patient is away from electronics. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).